Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The generator battery and cross arm brake assembly were replaced. The system was tested and is now operating as intended.